Event description:
It was reported that during a herniorrhaphy inguinal videolaparoscopic procedure, the needle did not catch the tissue, but the staples when fired did not close. No patient consequences.